Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, the exact device issue was not specified but it thought that a cuff miss may have occurred. A second proglide device was successfully used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.